Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg reached end of life. Next course of action is undetermined at this time.

Event description:
Additional information was received indicating the device meets or exceeds 75% expected longevity. There is no device malfunction.

Manufacturer narrative:
Additional information was received indicating the device meets or exceeds 75% expected longevity. There is no device malfunction. The event is no longer reportable.